Manufacturer narrative:
Date sent to the FDA: 09/05/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent incisional ventral hernia repair surgery on (B)(6) 2017 during which the surgeon noted infection and adhesions caused by the mesh. During the procedure, the surgeon performed a lysis of adhesions and a small bowel resection. It was reported that the patient experienced an unknown event. No additional information was provided.